Event description:
It was reported that a minimum fill notification occurred while customer attempted to reload cartridge that still contained at least 80 units of insulin, and customer was not loading new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer chose not to troubleshoot issue, instead filled new cartridge to resume insulin delivery, and no further assistance was requested or provided.